Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number 3361d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal cutter broke off, making it hard to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: on (B)(6) 2012, a sample was received. A review of the documentation did not indicate product failed to meet specifications. However, the returned sample showed that the insert was broken in the part where it held the cutter, which confirmed the complaint. A review of the data revealed no adverse trends and no trend involving lot number 3361d. A retain sample was visually examined and it met the specification. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6)-2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number 3361d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal cutter broke off, making it hard to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.